Event description:
The patient was injected through IV with an injector that had been loaded with a prefilled contrast syringe in preparation for a CT scan. After the CT scan, the patient complained of breathing problems while still lying on the CT table. The patient lost consciousness and a code blue was called. The patient was transferred to the emergency room physician was notified. The patient expired later the same day. In 06: sple with customer and report the following. Female having a CT scan of the chest for lung cancer. IV access was a 22ga device (type unknown) in the right forearm. Contrast media, optiray 320 (prefilled syringe) was injected at an unknown rate and volume. Customer reports that ive started at 9:25. Code blue called at 935. 911 responded at 9:44. Patient transported at 9:58. Ctrc physician noted air on the CT scan but volume of air was not determined. It should be noted that there is a slight difference in tyco healthcare adverse drug event record (t200600119) and tyco healthcare device record: tyco healthcare adverse drug report assessment records patient had trouble breathing and immediately "slumped" over. Safety officer comments and original customer medwatch form indicate that patient was still "laying" on the table when she lost consciousness and a code blue was called.